Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple follow attempts to the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. Reportedly, the customer was in an elevated location but level was unspecified. The customer's blood glucose level was not impacted. No further information was provided.